Event description:
Caller reported an alarm 2, indicating an issue, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the occlusion events by changing the cartridge and resuming insulin, and no additional technical support was necessary. The case was closed.